Manufacturer narrative:
(B)(4). Physio-control contacted the risk management coordinator at the customer facility for additional information about the reported event; however, no further details were available. The facility's risk management coordinator further advised that the serial number provided in user facility medwatch report(B)(4) was an internal tracking number assigned to the device by the facility and not the device's actual serial number. The actual serial number of the device is unknown. The facility's risk management coordinator contacted their biomedical engineering department and confirmed that all of their devices had passed functional testing performed by the biomedical department in the month following the event ((B)(6)); however, no specific servicing records or details about the device referenced as (B)(4) were available. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
Physio-control was made aware of a patient event in which the customer's device would not detect the patient via paddles lead ECG during a "code blue" event. As a result, defibrillation was not possible with the device because the need for therapy could not be determined. The device end use attempted to change out the defibrillation electrodes and therapy cable but that did not resolve the reported issue. The device end user then obtained a backup device and was able to successfully continue patient care. The patient, a (B)(6) year-old male, survived the event. No further details about the patient or the event were provided by the customer.